Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication.

Event description:
Same case as MDR ID: 2134265-2015-04341 and 2134265-2015-04340 (B)(6) it was reported that patient death occurred. In (B)(6) 2012, the patient presented with edema of left hand and substernal chest pain and was diagnosed with unstable angina. The patient was referred for cardiac catheterization. In (B)(6) 2012, the coronary angiography and index procedure were performed. The target lesion # 1 was a de novo lesion located in the proximal right coronary artery (rca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm promus element¿ plus stent, resulting to 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the mid rca with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm promus element¿ plus stent, resulting to 0% residual stenosis. In addition, the severe stenosis in first obtuse marginal (om) was planned for intervention with a staged percutaneous coronary intervention (pci). Five days post procedure, the staged procedure was performed. The target lesion # 3 was a de novo lesion located in the proximal to distal portion of first om with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The proximal portion of first om was treated by placement of a 2.25 mm x 12 mm pe plus stent, while the middle portion of left circumflex (lcx) was attempted to be treated by placement of a 2.25 mm x 12 mm promus element¿ plus stent but the stent could not cross lesion, was not implanted and would not easily advance as the stent strut was protruding into the lesion, hence the physician decided to stop the procedure and treat that particular area with medical therapy. Residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, follow up was performed and the patient was found to be stable and was instructed to schedule a follow up check up for four months. In (B)(6) 2015, the patient died. In (B)(6) 2015, the cause of death was unknown as the patient expired at home in his sleep.